Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: the pump's black box showed evidence of an unexplained pump reboot event following the clearing of a call service 054 error on the complaint date. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. A test battery cap was used for all testing. There were battery compartment cracks observed in the thread area and below the grip pad. The audio bolus button cover is torn but the button was still responsive. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.